Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that medicine leaked from the bd venflon¿ pro safety shielded IV catheter injection port during an "emergency intubation". This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "I have just got in to work this morning to a complaint of the same issue occurring in an 18g venflon prosafety cannula as well. The patient was being given a fast acting drug for emergency intubation which all leaked straight back out of the faulty cannula injection port. This is a major risk to patients."

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that medicine leaked from the bd venflon¿ pro safety shielded IV catheter injection port during an "emergency intubation". This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "I have just got in to work this morning to a complaint of the same issue occurring in an 18g venflon prosafety cannula as well. The patient was being given a fast acting drug for emergency intubation which all leaked straight back out of the faulty cannula injection port. This is a major risk to patients."